Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E4. The initial reporter also notified the FDA on 24 jul 2023 month year. Medwatch report is mw5120214. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set tubing disconnected from the drip chamber. The tubing was attached to the bag and primed causing leak of medication into the bag. The following information was provided by the initial reporter: secondary set (ref (B)(4), lot ending in 5403222610) found to have drip chamber disconnected from IV tubing. Secondary tubing for infusion was broken at the drip chamber in bag from pharmacist. Leak of leucovorin inside pharmacy clear bag. No direct patient harm, but delay in care and additional expense. Unfortunately, the pharmacy did not keep the contaminated bag.

Event description:
It was reported that bd alaris secondary set tubing disconnected from the drip chamber. The tubing was attached to the bag and primed causing leak of medication into the bag. The following information was provided by the initial reporter: secondary set (ref ms3500-15, lot ending in 5403222610) found to have drip chamber disconnected from IV tubing. Secondary tubing for infusion was broken at the drip chamber in bag from pharmacist. Leak of leucovorin inside pharmacy clear bag. No direct patient harm, but delay in care and additional expense. Unfortunately, the pharmacy did not keep the contaminated bag.

Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of separation. This issue has been investigated in the past as an issue with a lack of solvent applied at the manufacturing facility. The complaint can be verified due to previous investigation and the root cause is due to improper solvent application by operator. There have been improvements to the process to ensure this failure no longer occurs. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. This failure is covered in hmo CAPA 6697210. H3 other text : see h10.